Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the ventralex mesh may have caused or contributed to the events as alleged. The patient's attorney did not allege a specific device failure, or patient adverse event and medical records have not been provided. Additional information has been requested. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery and was implanted with a bard/davol ventralex mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿